Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: pn: 9734477r. The manufacturer representative went to the site on three separate occasions. The first time when visiting the site the system was not performing as intended. No parts were replaced at this time. The representative visited the site two more times after that and the system was then functioning as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the system boots all the way to the screen in which you can choose the different application. If you load the cranial application a request for a pw pops up. "Synergy login: ". The admin application isn't reachable because it gets stuck in the loading of it. No patient was present.

Manufacturer narrative:
The computer with lot number 1774683 was returned to medtronic for analysis. Analysis revealed that the cranial program freezes at login, and the admin program freezes at "decompressing linux", confirming the reported issue. A corrupt operating system was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Fdm, fdr, fdc apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional information was received from the manufacturing representative. The computer was actually replaced on 2019 -07-31 and the system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The computer was actually replaced on the system checkout on 2019-07-31.

Manufacturer narrative:
Initial reporter corrected. If information is provided in the future, a supplemental report will be issued.